Manufacturer narrative:
Per the instructions for use (IFU), permanent or transient neurological events such as transient ischemic attack (tia) and stroke are known potential adverse events associated with the thv procedure and the use of the edwards thv devices. According to the literature review, and as documented in a clinical technical summary written by edwards lifesciences, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing thv. Risk factors correlating with several patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during thv are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during thv demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between thv and avr patients. After thv, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but thv patients with multiple co-morbidities are probably at higher risk of both early and late strokes. Per the instructions for use (IFU), stroke is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest the mechanisms above, such as the patient's advanced age and gender, may have contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Valve remains implanted.

Event description:
As reported by the edwards marketing department, a post on social media from an individual stated, ''I have not done well had a stroke that hit both sides of my head. Had it in july this year and haven't got well yet.'' A search of the patient's name with the month and year of the procedure matched a patient. An attempt was made to reach out to the individual directly but, to date, no response has been received.

Event description:
Medical records were received for review. The patient received the 20mm sapien 3 ultra valve in the aortic position via tf approach. No procedural complications were noted. A CT performed post procedure revealed no acute intracranial abnormality. CT angiogram from pod 2 showed at least two vessel runoff across the ankles bilaterally. High grade stenosis at the origin of the inferior mesenteric artery and mild stenosis of the left common iliac artery. CT of the patient's head on pod 3 revealed small infarcts in the right thalamus and right cerebellum, appearing or becoming more conspicuous since prior study, diffuse microvascular disease an mra performed on pod 4 there was no evidence of large vessel occlusion or dissection, mild to moderate atherosclerosis of the bilateral para clinoid segments of the internal carotids, otherwise widely patent intracranial vasculature. A brain MRI showed multiple acute infarcts in different arterial territories, including right thalamus, consistent with emboli. No hemorrhage or mass effect. Diffuse chronic microvascular disease. Per the discharge summary during the course of her admission, symptoms improved. On day of discharge, she ambulated the halls without difficulty or sob. Patient to be discharged today. Patient to start cardiac rehab.